Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per st. Jude, the rep contacted technical services to report noise on the ventricular lead. The noise was seen on a stored episodes for vt/vf. The oversensing of noise let to hv therapy. The impedances, capture thresholds, and sensed amplitudes were stable and in-range. The registration did not show abandoned leads. Technical services suggested having the patient perform isometrics and deep breathing exercises to attempt to reproduce the noise. Technical services also discussed taking a chest x-ray. The rep will discuss these options with the physician. The rep discussed that the physician may consider capping the lead.